Event description:
The device was returned for device not powering on. During physical inspection, it was found that there was a delaminated downstream occlusion (dso) seal and upstream occlusion(uso) seal buckling.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was additionally found that the downstream occlusion(dso) seal was delaminated and the upstream occlusion(uso) seal was buckling. Both the uso and dso seal was replaced.